Event description:
Pt called on (B)(6)2017 due to ICD device beeping. A routine check had been done on (B)(6)2017 with normal function and parameters including battery status with six years remaining. Check done on (B)(6)2017 showed batter error code 1003 stating "voltage was too low for projected capacity" as of (B)(6)2017. Boston scientific technical services were contacted and gave us an estimated 28 days to have device changed out before function could no longer be guaranteed.